Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown access set was loose prior to use. The stopcock sterile end cap seemed loose when removed from the package. There was no patient involvement. No additional information is available.